Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to wear and tear. Please note that the loop at the distal end wears during use and might break, burn, or melt. However, the subject device was not returned, and the specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during a therapeutic procedure the probe of the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis had damage and part of it fell in the patient's body and was retrieved immediately. The device was exchanged with a similar device and the procedure was completed. The broken device was discarded. There was no injury or health damage reported. Additional information has been requested from the customer regarding the procedure and the patient details; however not available at time of the report.

Manufacturer narrative:
D1: the complete device name- hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.